Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. Update 4/4/2013- pfs and medical records received. Part/lot, doi, dob, and side were provided. Litigation and operative notes indicated that the patient was revised due to infection. All products have been reported.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2713217, 2739960a, cn7db1000, 2609296, 2582825,c4ykd4000, bx2aw4000, and c4ykd4000. A search of the complaint database finds additional reported incidents against lot codes b49bt4000 and y1wa74000 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).